Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and moisture damage. Customer's blood glucose at time of incident was 187mg/dl. Customer did not complete troubleshooting for failed battery test due to getting moisture in battery compartment. Customer stated that the insulin pump was exposed to pool water. Customer stated that she got in swimming pool with pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we will send cot pump.